Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4)/363560 description: linear st lead, 50cm model #: sc-3138-35, serial / lot #: (B)(4)/a49307, description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that the patient was still having pain and burning sensation at the pocket site after a previous revision (MFR report #: 3006630150-2012-00322). The physician suspected an infection but was not confirmed. The patient underwent an explant procedure and was doing well after the surgery.